Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif at l5-s1 for spinal therapy with degenerative disc disease. It was reported that about a month post op, the cage has migrated posteriorly compared to time of surgery. No issues present at the time of surgery. Surgeon plan on bringing in the patient to remove the cage. Surgery date is unknown at the moment. Patient expressed discomfort during post-op checkup. There were no further complications reported regarding the event. Information states that on (B)(6) the patient came back in to have his l5-s1 cage removed. During the revision case, 8 of the 10 screws that were previously placed had to be removed and upsized due to them being loose. The only screws that didn't get upsized was at the l4 level.

Manufacturer narrative:
H3: part # 84332414; lot # tm0128086 visual and optical inspection reveal some surface scratches and some thread scratches. Functional inspection with a sample inserter confirmed the implant was able to thread on the inserter without any issue. Unable to determine root cause of implant migrating. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Revision is planned. Surgery date is unknown. Radiographic image review assessment states that the l5-s1 interbody graft appears to have migrated posteriorly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif at l5-s1 for spinal therapy with degenerative disc disease. It was reported that about a month post op, the cage has migrated posteriorly compared to time of surgery. No issues present at the time of surgery. Surgeon plan on bringing in the patient to remove the cage. Surgery date is unknown at the moment. Patient expressed discomfort during post-op checkup. There were no further complications reported regarding the event.